Event description:
A malfunction alarm with code malf 16 was reported, indicating a non-resettable issue with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer followed guidance to put the pump into storage mode and was instructed on returning the pump. Cts arranged a replacement pump shipment and ensured that the shipping address was confirmed. Additionally, the customer will use multiple daily injections as backup therapy to maintain insulin delivery.